Event description:
Caller reported blood glucose result of 200 mg/dl on the advantage system, 105 mg/dl within 10 mins on a professional system. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.